Event description:
It was reported during setup for a breast biopsy their control modules vacuum would not turn on after the system initialized with the holster. The case was cancelled with the patient on the table, breast was not pierced. Patient will be rescheduled.